Event description:
Pt had arthroscopy with capsular release, rotator cuff debridement and clavicle resection. An intra-articular pain pump had been placed in subacromial joint, and one in the glenohumeral joint. M.d. Was removing two days later, in his clinic, the subacromial cath. Came out without complications, but glenoid cath, caught in the glenohumeral joint and broke off at the skin level, leaving at least 10 cm behind. Pt readmitted to hospital for removal of foreign body, left shoulder. Anterior portal was used to remove the drain piece in its entirety without difficulty. 14 cm of drain fragment was removed. Fragment piece was not saved.